Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval, or if additional info becomes available.

Event description:
The facility reported an infusion pump with a failure code 403. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention has been reported. No additional facility contact was available.